Event description:
The customer reported there was a missing hand control. There were problems with the up/down vertical column.

Manufacturer narrative:
The ge svc rep replaced the power supply. The system is functioning as intended.